Event description:
Pace medical was notified on june 03, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device stating is was broken and case was damaged. The device was analyzed and technician found a crack in a trace on a printed circuit board. The trace was repaired. It was re-calibrated and final tested. All tests were passed. The device was returned to the customer. Reason for failure: unknown: trace damage may have been caused by rough handling or a sudden impact.